Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 13-apr-2024, it was reported that the patient faced insulin flow block in the tubing. The blood glucose level of the patient was 400 mg/dl. No further information was available.